Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: during the investigation, visible moisture corrosion was observed in the battery compartment. The blank display complaint was unable to be duplicated. The display was found to have normal resolution and contrast. Unrelated to the original complaint, the battery compartment was found to be cracked. A leak test failed due to a leak from the battery compartment crack. The pump was opened, and moisture corrosion was found on the motor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.